Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 77 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer was advised of the practices to avoid inaccurate readings. Customer's sensor will be replaced. No additional information provided.